Event description:
Clinical study. Same patient as 2134265-2008-00359. Same case as 2134265-2008-00520. It was reported that during 13 month angiographic control, critical restenosis was discovered. The lesion being treated was located in the mid and distal right coronary artery (mid & dist rca). This was a staged procedure, occurring 2 months after the first portion which occurred in 2006. The physician placed 2 liberte' bare metal stents of unknown sizes in the target lesions. Thirteen months after the index procedure, the pt experienced critical restenosis as diagnosed with angiographic follow-up in the rca. The pt was asymptomatic follow-up in the rca. The pt was asymptomatic with normal activity. The physician placed a taxus liberte' stent in each restenosed segment. The pt was discharged on aspirin 100 mg/day clopidogrel 75 mg/day, ramipril 1, 25 mg/day, carvedilol 6, 25 mg/day, simvastatin 40 mg/day, enoxaparin 40 mg sc daily. No additional info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.